Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11572. It was reported that the asymptomatic patient presented for a routine device follow-up check. Upon device interrogation, lead noise was noted on both right ventricle and atrial leads. No intervention was performed. Additionally, it was reported that the physician had previously programmed sensitivity in an attempt to reduce noise sensing. The patient was being monitored. The patient experienced no adverse consequences.